Event description:
Cadd plus pump used to deliver IV infusion of antibiotic stopped working halfway through infusion or dose. Nurse came out to troubleshoot and could not get pump to work. Pharmacist called and pharmacist sent out new pump to pt.